Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during the implant procedure the physician slit the sub-selector, which spiraled and the hub snapped off. An attempt was made to cut it without success. The delivery catheter was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the catheter was returned and analyzed. Analysis revealed the mechanical operation of the catheter peeling/sl itting/splitting showed a spiral slit. The mechanical operation of the catheter was damaged. The mechanical operation of the catheter peeling/slitting/splitting was partially executed. Visual summary analysis of the lead indicated damage at implant.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.